Manufacturer narrative:
Concomitant medical products: 017-00313, (B)(4). The device is not intended for sale in the us. Similar device sold in the us. According to the correspondence received from the user facility, the cvc was sutured only at the clamp/fastener and not at the hub. This is contrary to the product instructions for use, which requires suturing at the junction hub as the primary suture site, with the clamp/fastener as the secondary suture site. A companion report (MDR# 3006425876-2017-00313) for the same incident has been filed for the cvc set noted in concomitant medical products.

Event description:
The customer alleges that the catheter shoved out of the fastener. The customer reports that they only put a suture on the clamp and no suture on the hub of the primary catheter itself. The catheter used by the user facility is for catalog# EU-15703-cvt cvc set and is documented in MDR# 3006425876-2017-00313. During shifting of the patient, it was noted that the line had slipped out, causing an interruption in the administration of inotropic medication. A new catheter was placed (femoral placement). After dislocation of the initial cvc, the patient's blood pressure decreased such that the patient needed resuscitation. During resuscitation a bleed occurred. The thorax was re-opened. The patient clinically worsened and died.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and no relevant findings were identified. The reported complaint that catheter migrated could not be confirmed as a sample was not provided for evaluation. Although a sample was not provided for this complaint, the customer confirmed that the cvc was not fixed according to the instructions for use (IFU). The catheter was sutured and secured using only the box clamp, instead of using the triangular juncture hub as the primary suture site and the box clamp as a secondary suture site as necessary. Based on the information received, the primary cause of this complaint is operational context. Teleflex has sent the customer a letter that explains "how to secure the catheter".

Event description:
The customer alleges that the catheter shoved out of the fastener. The customer reports that they only put a suture on the clamp and no suture on the hub of the primary catheter itself. The catheter used by the user facility is for catalog# EU-15703-cvt cvc set and is documented in MDR# 3006425876-2017-00313. During shifting of the patient, it was noted that the line had slipped out, causing an interruption in the administration of inotropic medication. A new catheter was placed (femoral placement). After dislocation of the initial cvc, the patient's blood pressure decreased such that the patient needed resuscitation. During resuscitation a bleed occurred. The thorax was re-opened. The patient clinically worsened and died.